Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed, observed at power up and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump displayed system error 105. It was also reported that there was no patient injury.